Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2020-30913. It was reported that during an ipg replacement procedure (1627487-2020-30799) the patient's leads were found to have high impedances on both leads. As a result, the patient's lead was explanted and replaced. Surgical intervention resolved the patient's issue.